Event description:
It was reported that during an axillary node dissection procedure, intermittent hand activation buttons. Case completed by using the foot pedal. No patient consequence.

Manufacturer narrative:
Tracking #458449-0; date sent: 7/7/2006.